Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
As reported by the distributor, during an abdominal aortic aneurysm (aaa) repair on a (B)(6) male patient, the physician was unable to withdraw the mandrel from the delivery system of the zenith flex with spiral-z technology aaa endovascular graft iliac leg extension; even after numerous attempts. This graft was not implanted. It was reported that the procedure outcome was very good. According to the reporter, the patient did not experience any adverse effects due to this occurrence. No part of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information was provided on 02october2018 about the complaint issue. As advised, the initially reported "mandrel" meant ¿the shipping stylet¿. The shipping stylet could not be removed from the delivery system while the device was being prepped for the procedure. This complaint report was reassessed for reportability based on the new information received. Per the reassessment it was determined this event is not reportable. This event does not meet the criteria for a reportable event. The reported issue did not cause or contribute to a death or serious injury nor has this issue caused or contributed to a death or serious injury in the past. The device did not malfunction in a manner that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. No additional reports will be forthcoming related to this customer complaint.